Event description:
Pt had a left heart catherization in the cathlab. Post procedure an arterial closure device was attempted to be deployed for closure of right femoral artery. Product failed to deploy correctly, physician consulted vascular surgeon for removal of product. Product is starclose.